Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v004718, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
The patient had many bladder infections lately and been going to the bathroom continuously was reported via manufacturer representative. Patient has been in to see health care provider (hcp) about the issues. Patient will make an appointment herself to follow up with hcp. The patient was indicated for urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they notified the healthcare professional (hcp) about bladder infections since (B)(6) 2014 until (B)(6) 2015. The patient first started experiencing the bladder infections (B)(6) 2014 to (B)(6) 2015. The patient went to the bathroom a lot after the implant. The patient also stated that they were put on antibiotics but the bladder infection kept coming back after they finished the pills. The issues the patient had with the ins was not resolved. The patient also reported that the device worked for 4 months after they had it put in and no good since then. The patient went a lot during the day and at least 4 times a night. The patient also stated that the implant could be removed and that it hadn't worked for years. The patient noted that they went to the bathroom as much as ever and now bladder infections.